Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). Of the data provided, only one comparison was discrepant. The initial result was 7.3 inr and the repeat result within 30 minutes was 4.6 inr. There was no allegation of an adverse event. The customer was not anemic or polycythemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no changes in warfarin or diet, and no symptoms of bleeding or bruising. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s strips were returned for investigation. Testing results: qc 1: 2.5 inr, qc 2: 2.4 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. The maximum difference between measurements was 4.0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.